Event description:
During evaluation of a returned homechoice device, a high drain error 104 alarm was identified. The alarm occurred on (B)(6) 2012, during night drain four. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log found evidence of the reported iipv condition. However, the cause could not be determined. Should additional relevant information become available a supplemental report will be submitted.